Event description:
Dexcom was made aware on 02/25/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction which occurred four days after the sensor had been inserted in the arm. The patient developed a rash, redness, and inflammation under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient went to the emergency room (ER) to have the reaction site checked. In the ER, the nurse practitioner (np) administered an unspecified steroid intramuscular (im) injection and oral steroid medication (prednisone 20 mg). The patient was discharged home three hours later with a prescription oral steroid medication (prednisone 20 mg, two times per day for five days) and was advised to follow up with an allergist and/or a dermatologist to have an allergy test done. At the time of the follow up report, the itchiness had already subsided, and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).